Manufacturer narrative:
Review of the returned radiographs confirms the taper plug is disassociated form the distal aspect of the tibial keel and is now located distal to the keel. The surgical technique states "assemble the stem extension or taper plug onto the tibial plate by striking it several times with a mallet to allow the ring on the taper to deform". Communication with the reporter indicated that it is unk if the taper plug was struck several times during this procedure. The tibial baseplate, articular surface, and taper plug were implanted and therefore were not returned for review; however, the complaint may be revised upon return of product or further information. Locking screws did not reveal any damage or indication of root cause. Dimensional analysis of both locking screws confirms that the locking screws meet print specifications where measured. The event described on this report was previously submitted on manufacturing report number 1822565-2014-00777.

Event description:
It is reported that the articular surface locking screw did not screw into the tibial component/plug.